Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5 and h6 - component code and type of investigation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient stated they underwent a knee replacement on their left knee and is always experiencing pain. Information provided indicates the patient was revised. The patient filed a second report indicating a more precise initial implant date with no indication of revision. It is unclear if the patient intended to indicate that a revision occurred on an unknown date in 2021. No further information available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient stated they underwent a knee replacement on their left knee and is always experiencing pain. Information provided indicates the patient was revised. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information: corrected fields: b2. Updated fields: d6a, g3. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.